Event description:
The user was complaining of constant buzzing sound when wearing the audio processor (ap).

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient experienced buzzing sound with the device. A coupling issue was suspected however during explantation surgery the device was found completely fixed. Device investigation did reveal several damages to the device, which do not explain the reported sound issue. However with the available information it cannot be determined if the device was still functioning whilst implanted. A root cause for the buzzing noise cannot be determined due to lack of further information regarding possible contributing factors e.g. Suffered trauma, magnet resonance imaging or fitting of the audioprocessor. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was complaining of constant buzzing sound when wearing the audio processor (ap).